Manufacturer narrative:
According to available information, this lead will be returned. Upon receipt, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead was dislodged. A revision procedure was performed. This lead was removed and replaced. No adverse patient effects were reported.